Event description:
A peritoneal dialysis (pd) nurse reported running a patient's cycler for a test and a leak occurred. The patient had reported that his cycler had been alarming. She was testing the unit with a dummy. There were no alarms during the simulated treatment. When she opened the cycler door following the simulated treatment she found fluid on the cassette and pump module. The patient reported that she had never seen a fluid leak with the cycler before. The set is being made available for evaluation.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.